Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used during a polypectomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed; however, the clip could not be released from the catheter. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.